Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The confirmed the reported issue by reviewing the error log. The fse removed both bf wash probes and primed into a cup to verify fluid flow and vacuum were functioning properly. The fse inspected the wash syringes and checked for obstructions of the sample nozzle, but they were all clear. The customer had performed maintenance on the analyzer prior to the arrival of the fse, therefore the fse concluded the that the bf wash probe needed extra priming. The fse performed priming of the system, wash, diluent and substrate without errors. The fse verified the resolution by performing the daily check, quality control (qc), and calibration without errors and within acceptable range. No further action required by field service engineer. The aia-900 analyzer is functioning as expected. A 13 month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2231] bf overflow sensor 1 failure cause: the overflow sensor 1 s132 is detecting liquid constantly. Action: please contact the tosoh local representatives. Check s132. The most probable cause of the reported event was due to not enough priming on the bf wash probes during maintenance.

Event description:
A customer reported ¿2231 b/f probe 1 overflow sensor failure¿ on the aia-900 analyzer. A technical support specialist instructed the customer to visually check the wash probes. The customer did not see any excess liquid in the area. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (hcg) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.